Event description:
Boston scientific received information that, during a device change out procedure, this right atrial (ra) lead was surgically abandoned due to noise which was being oversensed. There was no pacing inhibition or asystole reported as a result of this oversensing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection indicated the proximal segment of the lead was returned. It was severed 56 millimeters from the terminal pin. There were setscrew marks noted on the terminal pin and ring. The lead was subjected to and passed continuity testing; however, resistance and pressure test were unable to be performed due to the condition of the lead. Analysis could not confirm the clinical observation with the lead segment that was returned.